Manufacturer narrative:
Combination product: yes the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this right ventricular (rv) lead displayed red alert for high out of range (oor) pacing impedance. At this time, the cause of the high oor pacing impedance is unknown. This system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5171373.

Manufacturer narrative:
Combination product: yes.